Event description:
Paramedics responded to a person condition unk. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the rptr, at some time during the call, the device alarmed connect electrodes and would not deliver a shock. Pt outcome is unk.